Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that during placement of the catheter, the spring wire guide (swg) broke. The pt was taken to interventional radiology and they were not able to retrieve the swg fragment. Another line was placed successfully for the pt. There was a delay in treatment, no pt death and no complications were reported. The pt was released and returned to the nursing home.